Manufacturer narrative:
Medtronic received the following information from the journal article entitled; inaccurate aortic stent graft deployment in the distal landing zone: incidence, reasons and consequences. Mikolaj berezowski, julia morlock, friedhelm beyersdorf, marek jasinski, tomasz plonek, matthias siepe, martin czerny and bartosz rylski. European journal of cardio-thoracic surgery 53 (2018) 1158¿1164, doi:10.1093/ejcts/ezx379. Age at event: median age. Date of event : exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft systems were implanted into patients for endovascular treatments on unknown dates. The following product problems were noted; type ib endoleak, migration, inaccurate delivery, inadequate seal

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.